Event description:
During service of the unit the turbine shut off and turned back on by itself 2 different times with alarm. Replaced the turbine, due to damaged pin in the hall sensor board connector, to correct the failure mode.